Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned femoral stem confirms the reported material fracture. The stem was evaluated by a depuy material scientist. The root cause was attributed to fatigue. No material or manufacturing defects were observed in the titanium femoral stem that could have contributed to fracture the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Follow-up 2 is being submitted in order to correct the g4 (date received by manufacturer) of follow-up 1. The correct g4 date is 2-jun-2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
The patient underwent preliminary surgery in 2009, and in 2014 underwent a revision surgery in the asr acetabular portion as a result of metallic infection, with the original stem remaining in the face. At the beginning of the week, the patient sat down in his vehicle and made a rotating motion with his leg, feeling sharp pain and from that moment he could no longer move his leg, evacuated with an ambulance to the hospital and xray photography revealed that the stem had broken in his neck.